Event description:
Device report from synthes reports an event in japan as follows: this (B)(4) is related to (B)(4) which reports about the event which occurred in the removal surgery. This (B)(4) reports about the screw breakage which occurred after the first surgery. It was reported that on (B)(6) 2022, the patient underwent the osteosynthesis surgery for clavicle shaft fracture with the screw in question. The surgery was completed successfully without any surgical delay. After the surgery, nail extraction surgery was performed as bone fusion was achieved on (B)(6) 2023. In the removal surgery, it was found that one of the nine screws that fixed the clavicle plate (va-lcp clavicle plate 2.7/04-112-611s) had been broken completely on screw head since unknown date, while the other one screw had not been completely broken but been almost broken. The plate was removed and the screws including the two broken screw was also removed. 2 of the 4 screw was broken, but two broken screws were used around the distal clavicle. The surgery was completed successfully within 30minutes surgical delay. Implant date:(B)(6) 2022. Explant date:(B)(6) 2023. Patient status/ outcome? Stable no further information is available. This report is for one (1) unk - screws: locking. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unk - screws: locking lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon confirmed by x-ray, that there are no pieces in the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.